Manufacturer narrative:
We were unable to determine the exact rot cause of the report of 'image noise'. The equipment structure was confirmed. As a result, it is possible that the phenomenon might have occurred due to improper energization of the connector or cable or damage to the electrical circuit of the connector or imaging unit. The following factors are considered to be the cause of improper energization of connectors and cables and damage to the electrical circuits of connectors and imaging units. (1) there was dust on the electrical contacts of the connector. (2) water was attached to the electrical contacts of the connector. (3) connected when the processor power is on. (4) there was water inside the equipment. (5) the cable was broken. The instructions for use state: as a precaution against frozen or lost endoscopic images. -make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. -turn the video system center off while connecting the device. -do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. This failure may have occurred due to handling that deviated from the instruction manual. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of image noisy was confirmed. The internal service technician found faulty charge-coupled device caused image to be intermittent. The internal service technician observed manipulating the cable caused horizontal streaks on image. Rattling noise found in the bad connector. The cause was traced to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus that the device had no image and something was rattling inside the paddle. There was no patient injury reported.